Event description:
During the procedure, when the customer wanted to open the package, they realized that the package was sealed with transparent tape and inside there was a different size healing abutment, which was evidently used, due to the stains.

Event description:
During the procedure, when the customer wanted to open the package, they realized that the package was sealed with transparent tape and inside there was a different size healing abutment, which was evidently used, due to the stains. An investigation has been performed and a CAPA was initiaited. The investigation confirmed this adverse event did not result in any harm. Results of the risk assessment rated 3 for severity, occurrence as 2 and detectability as 4, concluding in a risk priority number of 24. Mitigating actions are required only when the risk priority number exceeds 25 and no control mechanisms are in place. However, considering the potential impact on customers, the decision was made to implement corrective actions regardless. The investigation determined that the incident occurred due to a process deviation during the handling of returned products. The sterile barrier was compromised with a used product found inside. No field actions were deemed necessary. There are no other materials impacted and the scope of the adverse event is condensed to this single item. A CAPA was initiated and has been closed successfully.